Manufacturer narrative:
Additional information: section d.1, d.4, d.6a, d.6b, h.4, h.10. Corrected information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. The recipient will be followed per center protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection following initial implant surgery. The recipient was hospitalized. The recipient's infection has resolved. The recipient was discharged. The infection is not believed to be device related. The recipient is reportedly not using the device.

Manufacturer narrative:
Additional information section h.6. The recipient reportedly received intravenous (IV) antibiotics (type unknown). The recipient has healed. The infection is reportedly not believed to be device related, but rather from the recipient not following post operative instructions from the surgeon. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.